Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a colonoscopy with polypectomy procedure performed on (B)(6), 2013. According to the complainant, during the procedure, the clip was deployed to prevent a bleeding. However, the clip was difficult to release. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "patient is stable."

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deployed and not returned. The control wire was separated per design. The sheath grip was detached from over sheath. The over sheath appeared to be cut at the distal end. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a colonoscopy with polypectomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was deployed to prevent a bleeding. However, the clip was difficult to release. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "patient is stable."

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.